Event description:
Complaint received that the head left caster was loose. No injury alleged.

Manufacturer narrative:
Technician found the head left caster wold swivel slightly when in brake position. Replaced caster to resolve this issue.